Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto3 mapping system. Other companies¿ device were used in this study: computer-based digital recording system (labsystempro,bard electrophysiology); multipolar mapping catheter (irvine biomedical). (B)(4). The product is not returned to bwi

Event description:
This complaint is from a literature source. It was reported that 135 patients with persistent af underwent catheter ablation between january 2010 and march 2011. Among them, 3 patients suffered cardiac tamponade requiring pericardiocentesis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿five-year follow-up outcome after catheter ablation of persistent atrial fibrillation using a sequential biatrial linear defragmentation approach: what does atrial fibrillation termination during the procedure imply?¿ the purpose of this study was to evaluate the 5-year outcome after persistent af ablation using sequential defragmentation approaches and to identify the prognostic factors. Suspect device is a 3.5 mm irrigated-tip thermocool ablation catheter, however catalog or lot number are unknown. Concomitant products that used in this study: carto3 mapping system other companies¿ device were used in this study: computer-based digital recording system (labsystempro, bard electrophysiology); multipolar mapping catheter (irvine biomedical).